Event description:
The doctor reported that he identified a small leakage from the catheter in the y part in the area of connection between the blue and red lines.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.